Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen on the customer's pump had unexpectedly reset. The customer did not know if the blood glucose level was impacted, but did not think it was. The customer reloaded the cartridge and the reset did not reoccur. Tandem technical support reviewed the pump t:connect data and a screen reset was not observed.